Event description:
The customer stated that there is a strong odor of insulin coming from the reservoir compartment. The customer could not see insulin, but felt that insulin was leaking from the reservoir. The customer declined to do any troubleshooting. The reported blood glucose reading at the time of the call was 88 mg/dl.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.